Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely there is no image and a failure of the leds not illuminated uniformly and correctly due to a faulty printed circuit board and it is likely the switch on the front panel not responding intermittently is due to a deformation or defective switch mechanism part due to dents or scratches on the front panel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, there was no image present due to a faulty main printed circuit board. Additionally, the front panel leds were not flowing uniformly as some were noted dim. The front panel switches were only responding intermittently. The receptable was found loose with deformed pins, dust was noted inside the unit, the internal tubing was dirty, and the power switch was cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While evaluating a returned olympus video system center loaner device, it was discovered that the unit was not producing an image. There was no patient involvement during this event.